Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:00:13. During night drain cycle two, the patient's ultrafiltration reading was 2021 ml, indicating the home patient drained 2021 ml more than their maximum programmed fill volume of 2300 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported iipv event was verified through the review of the event history logs. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device; all tests passed successfully with no issues noted. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported problem. Upon conclusion of the investigation, the cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis, and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.